Event description:
On (B)(4) 2012, celonova biosciences received letter from the division director of postmarket surveillance, u.s. FDA, regarding FDA medwatch report # (B)(4). Celonova was previously unaware of this event, which occurred in (B)(6) 2010, and was reported to the FDA on (B)(4) 2012, by a physician. Subsequent to the receipt of this letter and report from FDA, celonova biosciences contacted u.s. FDA via email at (B)(4) on (B)(4) 2012 to obtain additional contact info for follow up. Response email from a public health analyst states "the report that was sent is the copy that provides you with all the allowed releasable info from the report. Unfortunately, we are unable to release any further info that pertains to the report in question, including contact info." Therefore, celonova biosciences has no method to contact original complainant to request additional info regarding this event. (B)(4).

Manufacturer narrative:
Based on the narratives provided by the user facility, a female underwent in embolization procedure with embozene microspheres through the renal artery to treat a known 5.3 cm right renal cell cancer (rcc). Pt age, medical history and condition prior to the procedure were not provided. The physician reported that large volume of microspheres suspension was needed for the procedure, a total of 36 cc. In addition, 200 cc of intra-arterial visipaque contrast material was used. No additional info regarding the procedure or angiographic and mr imaging was provided. After the procedure, the pt had hypotension, altered consciousness and respiratory failure, which led to intubation. Over the course of 24 hours, the pt had a decline in renal and liver function. Due to pt's condition and her diagnosis of metastatic renal cell cancer, her family elected extubation and comfort care until expiration. The physician postulated that due to the large volume of embolizing materials, the pt may have had a pulmonary embolism secondary to intratumoral av shunting. No additional testing or imaging were provided. Due to conflict in the report dates, it is unclear if the pt died during hospitalization after the procedure or 2 years later. Based on the available info the cause of the pe and subsequent death could not be determined. Pt's comorbidity including renal cell cancer, metastases, liver disorder and mi could not be ruled out. Celonova has reviewed the production records for the lot involved in this event, and no non-conformities were observed. This MDR d066959-2012-00002 relates to celonova biosciences internal complaint (B)(4) and FDA medwatch report# (B)(4). Because two devices were involved in this event, a subsequent report, d066959-2012-00001 will also be submitted.